Event description:
It was reported that in the evening of (B)(6) 2011, the pt was in the cath lab and at that time, the intra-aortic balloon (iab) was inserted via the pt's right femoral artery. According to the perfusionist as soon as the iab was inserted the pump ((B)(4)) alarmed "helium loss." The perfusionist performed the following corrective actions: reduced balloon volume, checked iab placement via an x-ray and exchanged the consoles. The md thought there was "some helium problems, it almost sounded like a ruptured balloon because it gave the same set of errors for two consoles." It was reported that the "balloon looks okay and runs well using internal mode." After the case, the pt was transferred to the cardiovascular (cv) unit where the iab was removed and another iab was not inserted. There was no reported pt death or injury. Medical / surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was interrupted, however, this interruption did not cause harm to the pt. There were no pt complications and the pt remains in the cv unit and is doing fine. Reference MDR #1219856-2011-00466 for the related iab report.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.